Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. The facility reported that when the dialyzer was removed it was observed that the fibers were widened. The sample has been discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.